Manufacturer narrative:
The investigation of product damage (sterile sleeve damage) and ventricular tachycardia (vt) has been completed. The impella device was not returned for evaluation. The root cause of the product damage (sterile sleeve damage) is most likely due to use as there was not enough slack on the sleeve so excessive force was used. As the necessary information was not provided, the root cause of the vt was not determined. On the initial manufacturer device report number 1220648-2024-24824, the incorrect device was reported. The below section fields were revised to show the correct device information d.1 brand name, d.4 model number, catalog number, serial number, lot number, expiration date, and unique identifier (UDI), d.6b explant date, h.4 device manufacture date.

Event description:
The complainant had a impella 5.5 pump placed to escalate from the cp pump. The pump was supporting when after 20 days the pump sleeve had damage that was troubleshot with tegaderm. Additionally, there was persistent ventricular tachycardia that prompted multiple shocks. The pump remained on for support with a pacer and ablation until explant. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.